Event description:
It was reported that the devices were used during a laparoscopic gastric bypass. It was reported that the first device would not fire on the first attempt. It was reported that the second device deployed a staple line on only one side and transected the bowel, resulting in an open bowl. The case was completed using a third same like device. There was no patient consequence.